Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a stripped battery cap was returned with the pump; the pump will not properly power up so a test cap was used for testing purposes. The user guide instructs the patient to replace the battery cap at every six months and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. The pump boots up properly to the verify screen with the test cap. A review of the pump history indicated that rebooting had occurred, which could not be duplicated during testing. "Replace battery" alarms were observed in the pump's alarm history. The pump was exercised for 24 hours with no problems observed. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that she received a low battery warning but did not receive a replace battery warning on the pump and the pump shut off. The patient reported that the pump was off for a few hours before she realized it, she disconnected and changed the battery. The patient reported that she experienced a blood glucose (bg) of 300-400mg/dl with possible nausea. This does not meet animas' criteria for a serious adverse event. This report is being made due to power loss.